Manufacturer narrative:
(B)(4). Date sent: 3/25/2024. D4: batch # 712c40. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ats45 device was received with the firing mechanism damaged and with a 6r45b reload loaded in the device. The reload was received partially fired 1/10 and with the reload lockout spring damaged. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken. The event reported was confirmed and it is related to improper use of the device. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If the re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. Device history review: a manufacturing record evaluation was performed for the finished device batch number 712c40, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic appendectomy, and when the surgeon was about to fire the stapler it sounded like a crash from the handle while the stapler did not work at all. Upon closer inspection, it turned out that the knife had not advanced at all and that only a half staple line had been delivered. The operation was finished with a same like device, replacement product, without negative impact on the patient. The surgery was delayed by 10 minutes and completed successfully. The device was replaced with a same like device. Patient consequences were reported.

Manufacturer narrative:
(B)(4). Date sent: 2/28/2024. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was obtained: could you please clarify if there were any patient consequences? I don´t know. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? I don´t know. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.